Manufacturer narrative:
Updated the following coding grids: conclusion code, evaluation method code, evaluation results code, and component code.

Event description:
It has been reported that the device will not power up.